Event description:
In 2009, the pt reported that a week ago, her blood glucose elevated to over 400 mg/dl. She stated she removed her insulin infusion headset, and she noticed the cannula was bent. She had no symptoms and corrected her reading by giving herself an injection of insulin and changing her infusion set. She said this is the second time she has had a bent cannula with her current lot number of infusion sets. She said she discarded the headsets at issue. She changes her infusion headset every 2-3 days. She has a limited area available for her infusion sites, due to scar tissue. Proper rotation techniques were discussed with the pt. Courtesy infusion sets, an infusion set insertion device and a guide to infusion site management were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.